Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 450 mg/dl. The serter was not fully inserting the set into his body. The customer declined the high blood glucose. The insulin pump will not be returned for analysis.